Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture unknown baker grade" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture unknown baker grade and asymmetry-ndr.

Event description:
Doctor reported non-device related asymmetry. Additional event of capsular contracture baker grade unknown. This record for the left side. The device has been explanted and discarded.